Event description:
The customer reported via phone call that they received a no delivery alarm when attempting bolus. Customer stated they had ran out of insulin. It was also reported the customer received a motor error alarm during a prime. Customer's blood glucose was 244 mg/dl. The customer's blood glucose was treated with a manual injection. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. However, customer reported the insulin pump was stuck in a motor error alarm loop. Customer also reported the insulin pump had unexpectedly restarted and their settings were erased. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. Unable to verify e70 alarm in alarm history screen due to over written history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.